Manufacturer narrative:
(B)(4). Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. A surgical drain placed at the conclusion of a procedure to act as a herald signal of anastomotic problems, does not represent significant medical intervention and therefore does not represent an adverse event.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: was buttressing material used? The surgeon used suture to strengthen the clamp line. What color cartridges were used throughout this surgical procedure? White and blue. In the gastroenteric anastomosis that there was poor stapling of the staple the charge was blue. Was any issue noted in regard to staple form in initial procedure? No. Was the device used to create the common channel or close the common channel? For created the common channel. What is the current patient status? The patient is good now and at home.

Event description:
It was reported that during the methylene blue test, a leak was detected in the gastroenteric anastomosis stapling performed with the ecr45b reload and the pse45a stapler. The stapler had normal operation on the other staples and no abnormality was detected. There was an increase of the time surgical with over sutures, patient leaves with drain and will be delayed the beginning of the diet.